Event description:
A report was received via the FDA medwatch medical products reporting program dated 06/23/2006. Consumer reports event began on 07/31/05 when she began having symptoms of an eye infection and was diagnosed with a bacterial ulcer. By 08/17/05, consumer was diagnosed with fusarium keratitis; received (unspecified) anti-fungal treatment and (unspecified) oral medication. Consumer reports od eye concerns: light sensitivity, poor night vision, loss of vision, permanent blind spot. Consumer also reports possibility of future corneal transplant surgery. Several attempts were made to contact the consumer, no response was received to confirm above event and diagnosis.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.